Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise, oversensing, pacing inhibition, and inappropriate anti-tachycardia pacing (atp) during a patient procedure. The device was checked after the procedure and was noted to be functioning normally. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise, oversensing, pacing inhibition, and inappropriate anti-tachycardia pacing (atp) during a patient procedure. The device was checked after the procedure and was noted to be functioning normally. No adverse patient effects were reported. The device remains in service. Additional information received indicated that the device was explanted and successfully replaced with a non-boston scientific device. No additional patient adverse effects were reported. This device is received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted no anomalies. Dimensional analysis of the header was completed. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.